Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported after the angio-seal device was inserted, and when the device was pulled back, everything came out of the patient. It was unknown if the footplate was still attached to the suture or not. Manual pressure was held on the patient to stop the bleeding. A 6fr sheath was used. There was no patient injury. There was no blood loss, and the patient condition was stated to be good. Additional information was received on september 24, 2018. The procedure that took place for the patient prior to use with angio-seal was a left heart catheterization. A pre deployment angiogram was performed. There was no seal deployed, and the anchor did not attach to seal. The patient was reported to be stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3 and to provide the completed investigation results. Results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal evolution along with the plastic header bag was returned for evaluation. The carrier tube/handle assembly was returned mated with the hemostasis sheath and a short length of the suture hung from the tip of the sheath. There was untamped collagen visible at the end of the suture. The anchor could not be located and was detached from the suture. The device was in full rear lock position and both the colored bands were visible on the deployment sleeve. Visually inspected revealed no further damages or deformations. The button of the device was 'hard' upon receipt. The device was then examined under fluoroscopy and the gear teeth was checked for proper mating and alignment. No anomalies were noted. Functional testing was conducted, the button was pressed and the suture unwound as intended. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the excessive withdrawal forces experienced was due to the suture not unspooling which in turn occurred due to the button on the handle not being depressed. However, the exact cause of the reported event cannot be definitively determined.